Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify a21 alarm due to button keypad anomaly. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 65 mg/dl. The customer was treated with sugar. Customer declined to troubleshoot for low blood glucose. The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown. Customer could not clear the alarm and buttons will not let him so stopped troubleshoot. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer tried clearing alarm by pressing esc/act but alarm could not clear when he pressed the buttons. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.